Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hypoglycemia, loss of consciousness, and hospital visit. Qualification records were review and the product lot met all acceptance criteria. The omnipod user guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advise of your healthcare provider," and "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma or death." It advises "frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem."

Event description:
The pt reported that she lost consciousness and was brought to the hospital with hypoglycemia. She does not know how low her blood glucose was. She received an infusion, but she does not know what it contained. The pot was removed at the hospital.